Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that reloading the application software restored functionality. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system became unresponsive following login into the cranial application software. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Unique device identification(UDI) and manufacture date provided. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.